Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, the patient reported that the infusion set's tubing was detached from quick release leading to blood glucose of the patient 24.4 mmol/l. The site location was patient's abdomen, and the pump was located on the opposite site. The infusion had been used for first day. Reportedly, the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 14.5 mmol/l. No further information was available.